Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is probable that the image output was lost because water entered through the hole in the cable, the electronic circuit was destroyed, and communication failure between the video processor and the camera head occurred. It is presumed that the hole of the cable was caused by reprocessing or storing this product together with tweezers, forceps, scalpel, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.